Manufacturer narrative:
Lot review: a 2015 - 2016 review of the complaint database for this list#/similar issue did record add'l. Reports/device return investigations. A review of those investigations recorded mixed results usage & mfg. Bonding error. The root cause of the failure appears to be a luer that was degraded from environmental stress. Although not always repeatable, previous investigation efforts have been able to replicate similar component damages under certain technique related practices. Testing identified that when medical grade plastic components were liberally and repeatedly swabbed/ exposed to alcohol/disinfectants followed by various degrees of excessive connection forces it was possible to replicate cracks of this nature. Leaking was observed from an insufficient solvent bond between the stopcock and female luer bonded connection. Sample receipt inspection: received one (1) used 46010-34 custom monitoring kit #3 w/03 ml flush device. The distal stopcock was not returned. The pressure tubing was confirmed to be separated from the distal stopcock. Visual inspection: unit was visually examined. Insufficient solvent was observed on the tubing. Investigation summary: the reported complaint of tubing disconnecting was confirmed. The root cause of the failure was from insufficient solvent. ICU through continuous corrective and preventative actions are reviewing the process and making the necessary improvements to the manufacturing process.

Event description:
Complaint received reporting component separation with one 46010-34 custom monitoring kit #3 w/03 ml flush device. The initial information received reports that on (B)(6), approx. 72 hours after placement attending picu clinicians found ".. Tubing became disconnected at fused area where it meet the stopcock, closest to the patient. Kit was connected to the patient at the time.". The mtg kit/device was removed and replaced with no further issues encountered. There were no reported patient injuries/adverse consequences.